Event description:
It was reported that the lead was not sensing. It was also reported that there was oversensing. Sensitivities were changed and the lead remains in use. It was noted the patient was part of the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.